Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be the root cause of the reported complaint condition. The fluid level sensor was replaced and the console passed all operational verification tests.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that during a case the console started popping the vent valve prompting the user to either disable the sensor or continue to use as is. There were no reported patient complications resulting from the alleged issue.